Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The displacement, rewind, basic occlusion, occlusion, prime, max fill alarm and excessive no delivery alarm tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window and cracked display window corners.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer¿s blood glucose was 150 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.